Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 250 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump failed selftest alarm during self test noted. The minilink test, the transmitter communicates properly to the insulin pump. During testing the ultra link blood glucose meter communicates properly to the insulin pump. The device had cracked case at display window corners and cracked reservoir tube lip.